Event description:
It was reported that during the surgery, the definitive femur impactor was damaged. For this novelty, there were no issues on the part of the specialist since at the time the impactor was damaged, the prosthesis implant was performed in its entirety. The surgery was completed successfully, without affecting the patient and without alterations in the surgical times.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6 investigation summary: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that 966160, sp2 sigma fem insert/extract was broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the sp2 sigma fem insert/extract would contribute to the complained device issue. Based on the investigation findings, potential cause can be unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "during the surgery, the definitive femur impactor damaged. For this novelty, there were no issues on the part of the specialist since at the time the impactor damaged the prosthesis implant was performed in its entirety. The surgery was completed successfully, without affecting the patient and without alterations in the surgical times. At the end of the procedure the impactor was marked with a red tape and left inside the equipment for easy identification, change or repair at the time when the devices return to the facilities, this report is done and photographic records are attached." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment ¿source file - reporte de calidad hospital universitario julio mendez barreneche - santa marta - bogota colectivo a18126 of 900789¿. The photo investigation revealed that 966160, sp2 sigma fem insert/extract was broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the sp2 sigma fem insert/extract would contribute to the complained device issue. Based on the investigation findings, potential cause can be unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.